Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that he was unable to remove/separate the mount during the intervention. The doctor reports a sinus perforation and also pain. Procedure concluded. Affected dental position is unknown, and type of bone is also unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implant had debris on its external threads. The implants bundled mount could not be disengaged from the implant. Implant measures as intended. Device history record (DHR) review was completed for the subject lot number 1284742. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284742 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release and dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque placed on tool, inadequate treatment planning. Therefore, based on the available information, a device malfunction did occur. The implant¿s bundled mount was stuck to the implant. The report for perforated sinus is non-verifiable with all the information. However, the reported stuck mount was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.